Event description:
Customer reported in 2005 to lumunis regulatory that sometime in the previous 7-10 days they performed a side-by-side comparison of their own lightsheer unit and their loaner unit prior to returning customer unit for service in the depot. Customer treated a darker patient. Type IV-v skin patient with both units at 36j, 400 ms. There was no visible skin effect at time of treatment, however, one hour later the patient had burns and blisters ranging from superficial to second degree on the treated areas (left and right lower arms). Physician can not rule out potential for scarring at this time. An alternate loaner was sent to customer in exchange for which will be sent to the service depot for evaluation. As of 6/23/2005, customer had not returned for evaluation by the service depot. Evaluation is pending receipt of the loaner unit at the service depot.